Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure there was unusual bleeding with the patient after stapling. Suture thread was used to reinforce the stapling.